Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and oversensing was noted. A total of 38 ventricular non-sustained episodes <(><<)>=210ms occurred between (B)(6) 2013. One ventricular fibrillation episode at 200 ms occurred on (B)(6) 2013.interference/noise was noted as the ventricular short interval count was 454 counts in 5.6 days between (B)(6) 2013. A resistance/impedance increase was also noted. The daily pace lead trend data shows an increase for rv pace from 952 to 1744 ohms peak between (B)(6) 2013.

Event description:
Us: it was reported that the patient received inappropriate shocks due to noise on the right ventricular lead. A sudden increase in lead impedance was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was reported that a patient was admitted to the hospital after therapies (shocks) were delivered. A sudden increase in right ventricular lead impedance and noise resulting in inappropriate therapies were observed. The lead was abandoned/capped, partially removed and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7304 implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that that the patient received inappropriate shocks due to noise on the right ventricular lead. A sudden increase in lead impedance was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.